Event description:
It was reported that during post-dilatation in the proximal left anterior descending artery, the voyager nc balloon was inflated to 14 atms and ruptured during the first inflation. The device was removed from the anatomy and a non-abbott dilatation catheter was used to successfully perform post-dilatation. There was no adverse pt effect. No add'l info is available.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned device noted blood and contrast visible in the inflation lumen, which is consistent with preparation and a leak or rupture while in the pt anatomy. The balloon was loosely folded. There was a kink in the shaft 2 mm proximal to the proximal balloon seal. Since this damage was not reported in the incident info, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular. This damage does not appear to be related to or have contributed to the reported balloon rupture. A new indeflator was used in an attempt to pressurize the balloon catheter when fluid was observed leaking from a longitudinal rupture in the balloon 2 mm distal to the distal balloon marker extending proximally for an overall length of 11 mm. There were no scratches visible. Scanning electron microscopy (sem) analysis determined that the rupture may possibly be related to mechanical damage to the outer surface. Portions of the leak appeared to be along a fold. Mechanical damage was observed to the outer surface near the leak and at the edge of the leak. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, since there was no report of any leaks noted during preparation for use, it is likely that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Based on the info provided, the lesion was calcified and the voyager nc was used to post-dilate a stent, which likely contributed to the experienced rupture. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.